Event description:
Additional information was received from the rep. They provided clarification to the original information reported. They reported that patient had alleged the charge level of the ins went from 80% (instead of 60%) to 10%. Also, it was the patient who had difficulty putting the ins into MRI mode because the ins battery was low. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was unable to walk, was in pain, and had weakness in their legs on (B)(6) 2018. The symptoms were considered sudden. The patient was admitted to the ER - hospital and the ER physician believed the spasms, convulsion, severe pain, and inability to walk were related to the ins. It was reported that the ins was turned off and the patient was medicated which resolved the issue. The rep did a check of the system and it appeared to be good. The rep noted that the patient alleged the charge level of the ins went from 60% to 10%. However, the rep confirmed a charge from 20% to 60% had occurred that evening on the ins. The rep indicated difficulty putting the ins into MRI mode, but the hcp did not feel comfortable putting the patient into the MRI scanner. No further complications were reported.